Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: sheng, x.q. Et al (2023), uncovertebral joint fusion versus end plate space fusion in anterior cervical spine surgery: a prospective randomized controlled trial, the journal of bone & joint surgery, vol. 105-a (15), pages 1168-1174 (china). The aim of this prospective, randomized, parallel-controlled study was to compare the fusion speed, safety, and effectiveness of uncovertebral joint fusion (ujf) and end plate space fusion (esf). Between april 2021 and october 2022, a total of 74 patients with an average age of 49.8 years (range, 26 to 65 years) were included in the study and were randomly divided into the ujf and esf groups. In the ujf group, the ujf device was placed (shandong kangsheng medical devices) in 36 patients (17 male and 19 female; mean age of 49.9 ± 9.7 years). For the esf group (that is, classic acdf), a classic interbody fusion cage was used (zero-p va; synthes) in 38 patients (17 male and 21 female; mean age of 49.7 ± 10.1 years). The mean follow-up period was unknown. The following complications were reported as follows: esf group: unknown number of patients had non-fusion (fig. 2-b) at 3-month, 6-month, and 12-month postoperatively. 1 patient had unrelieved limb pain. 1 patient had unrelieved neck pain. 5 patients had dysphagia. 4 of these resolved within 3 months while 1 more than 3 months. 1 patient had hematoma. 3 patients had subsidence or displacement. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: zero-p va. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: zero-p va/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.